Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rainbow effect and haziness from scratches on the screen, making it hard to see in daylight. Customer has also reported a crack on threading of battery compartment, having to change batteries less than 7 days, the pump rejecting new batteries, and the pump giving a motor error alarm. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.